Event description:
The patient contacted animas on 03/05/2012 reporting that the ok button was sticking and scrolling and the down arrow button was difficult to press. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad buttons issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad is fully intact without peeling or damage. The down arrow and contrast buttons respond intermittently and require excessive force to active. Scrolling was not reproduced during testing and all other buttons responded appropriately. The keypad was removed during investigation and revealed visible contamination under the key contacts.